Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the software was updated as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vacuum was perceived as 30% less during surgeries. No system message was displayed. The vacuum did not abate during the surgery, it seemed to be less strong from the beginning on. There was no patient harm. Additional information has been requested and received. This is one of two reports being filed for this facility. This report refers to the event that took place on (B)(6) 2017.